Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material coming out of the nozzle. There were no reports of patient involvement.

Event description:
Additional information received: it was reported that the subject device had insufficient angle. There are no problems with the way the facility is used, and the temperature in the facility is extremely high.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to the initial with information inadvertently left out (g2), to provide an update to field (e1 and h3), and to provide additional information received (b5 and h11). The device was evaluated by olympus, and the nozzle has foreign objects. Additionally, there were non-reportable (non-pae) defects noted. Additional information received: the customer cleaned, disinfected, and sterilized the device before sent it to olympus. The customer has no idea what the foreign material could be. No delay in the start of precleaning and it's unknown if the customer flushed the air/water nozzle with water and air. No abnormalities in the accessories used for reprocessing. It is unknown if the customer presoaked the endoscope in detergent solution or wiped/brushed the air/water nozzle with clean lint-free, brushed, or sponges. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the suggested event " foreign material came out of the nozzle" occurred due to that the foreign material could have originated from silicone components such as tubes and packings, but it was not possible to determine what the foreign material was, when, and how it got stuck. However, the root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: -reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) 5.3 precleaning the endoscope and accessories "flush the air/water channel with water and air" "to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." Olympus will continue to monitor field performance for this device.